Event description:
New information received via product return that the implantable cardioverter defibrillator was explanted and replaced. No patient consequences provided.

Event description:
New information received notes that the implantable cardioverter defibrillator was found to be paired with no known intervention reported. No patient consequences reported.

Manufacturer narrative:
The reported event of no ble (bluetooth) telemetry was not confirmed. The device was returned in one piece for analysis. No ble alerts were recorded in the device image. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.